Event description:
It was reported that the customer had an issue with the insulin pump. Customer's blood glucose was 21 mmol/l and after he set a correction it increased to 29 mmol/l. Customer disconnected and started to use his previous pump. Customer found no unusual alarms in the alarm history. The pump passed the high pressure test on the second attempt. Customer also reported a reservoir leak during prime and normal use. Customer was advised that the high blood glucose could be caused by the reservoir leaks. Customer will return the reservoir for analysis. Customer passed the self test and was asked to monitor the pump and call back if any other issue occurs. Customer was also advised to contact his health care professional. Customer's blood glucose was 21.6 mmol/l at the end of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.